Event description:
No product was returned for evaluation. Summary of pump included. With additional information and correction

Manufacturer narrative:
O product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. Repair notes from work completed by a smiths medical field service technician at the customer facility: source (barcode): (B)(4). Asset: n/a. Serial: (B)(6). Firmware version: v.1.6.1. Is there an alarm condition? N/a. Initial battery charge level: 98%. Starting wireless communication mac address: 00:22:88:01:10:cf. Duplicate mac address (cross reference provided list)? No. New wireless communication mac address (if duplicate): n/a. Original battery lot#: mn150816. New battery lot#: mn110520. Power cord retainer upon receipt? Yes. Verify switch from "ac connected" to flashing "battery" led after disconnecting from ac power source y/n: yes. Condition of smiths seal in battery compartment (factory, replaced or missing): factory observations of initial condition j9 connector (step 2g in paa procedure): https://documentcloud.adobe.com/link/track?uri=urn:aaid:scds:us:fc85228b-8873-4052-bc40-a35a39fc4555. Observations of j9 connectors after disconnecting and removing glue bead. Note any connector damage, distortions, foreign materials, etc. (Step 2l in paa procedures): good. Reassembled and inspected the mating of the ribbon cable connector and j9 of the main pcba to verify connectors are fully seated. (Step 3c in paa procedure) completed or n/a: glue installed per paa procedure quick check performed after re-assembly without issue? Yes. If issue during quick check, or if other activities, repairs, or retest performed after repair, indicate details: n/a. Power cord retainer attached post procedure? Yes. Pump connected to server post procedure? Yes. Device completion date: 27-may-2020. Other observations: az. Correction on date 01/28/2020 no product was returned.

Event description:
Information was received that device is not reading battery. Incident occurred during testing; no patient involvement.